Event description:
The user alleges that while using the lg, the lg was sporadically flickering on the screen and the screen view was inconsistent, it would appear and disappear and then freeze. The lg was then showing the location to be in the opposite lung. A new lg was then used and the case was completed with no harm or injury to the pt. Superdimension is filing this report (similar to MFR. Report # 300465974-2007-00029) because there were two lg's used during the case and we are unable to confirm which serial number was the serial number that had the product complaint.